Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, water was injected in the foley catheter, but sterile water leaked from the balloon part due to rupture of the balloon.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The first photo sample shows the overview of catheter. Second photo sample zooms in on end of catheter with rupture balloon. Third photo sample shows inflation cap. The fourth photo shows the product packaging with the product information. The fifth photo shows a paper with foreign language. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut portion of the inlet tubing. Visual inspection of the sample noted that the balloon rupture (measuring 0.2545) on the return sample. No missing pieces. This does not meet specification per ip7601690, revision 13 which states "balloons shall not burst when inflated to minimum burst volume". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, water was injected in the foley catheter, but sterile water leaked from the balloon part due to rupture of the balloon.